Event description:
It was reported that the customer was hospitalized due to low blood glucose of less than 30mg/dl. It was stated that the customer has viral encephalitis, but the low glucose may have contributed to her admission. The event leading to her hospitalization was coronary artery disease. The customer's most recent glucose reading was 213mg/dl. The nurse stated that the insulin pump was in another language. Assisted her with language change. Advised the caller to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.